Event description:
Procedure type: laparoscopic hysterectomy and bilateral salpingo oopherectomy, among other procedures. According to the complaint filed by the patient: in 2005, the patient, was undergoing a surgery at the hospital. During the course of the procedure, during the closure of the vaginal cuff with the laparoscopic endostitch device, the endostitch needle allegedly broke in half on two episodes and the case was prolonged secondary to taking multiple x-rays, vaginal cuff inspection, and debridement to find the broken edges of the needles. The procedure was prolonged being in excess of a ten hour operation. The operative report states: "we placed the endostitch instrument and the cuff closed using the endostitch. However, we ran into complications at this point secondary to malfunction of the instrument. The endostitch needle broke in half and was suspended in the vaginal cuff. Multiple x-rays were done and the vaginal cuff was debrided until the needle was found. This actually occurred twice using two separate needles." As a result of the alleged product malfunction and the extension of the surgery to more than ten hours, the patient claims abdominal pain from the area where the debridement had occurred while the needles were being searched for, has suffered additional complications, of which some or all may be permanent in nature, and may be predisposed to further complications.

Manufacturer narrative:
Initial report sent: 11/25/2008.